Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The balloon protector cap was not returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No issues were noted with the tip or blades of the device. A visual and tactile examination found that the hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft fracture occurred. The 80% stenosed, 3.0x18mm target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 10/2.50 flextome cutting balloon catheter was selected to treat the target lesion. During procedure, it was noted that the balloon catheter delivery shaft was fractured. The physician changed another of the same device to finish the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft fracture occurred. The 80% stenosed, 3.0x18mm target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 10/2.50 flextome cutting balloon catheter was selected to treat the target lesion. During procedure, it was noted that the balloon catheter delivery shaft was fractured. The physician changed another of the same device to finish the procedure. No patient complications were reported and the patient's status was stable.